Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s device went into backup mode after the cybersecurity firmware update had been initiated. A device download was performed successfully with the original firmware version. The patient was stable and will be monitored routinely.